Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd882613 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date in (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer and nurse reported the following. On an unreported date, the patient had a colonoscopy. The nurse reported the patient experienced peritonitis on (B)(6) 2011, and was hospitalized on the same day. The consumer reported that the patient was hospitalized on (B)(6) 2011, and experienced peritonitis on (B)(6) 2011. The nurse and consumer reported the cause of the peritonitis was due to the colonoscopy the patient previously had. Treatment for the peritonitis was not reported. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovering. Concomitant medications were not reported. The nurse reported the event of peritonitis was related to dianeal and extraneal therapies.